Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the blender, the device developed a very large leak. The customer reported the issue occurred after one use and they cannot trace where the leak is coming from. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect device for investigation. Aluminum burr is not allowing a flush seal of o-ring on attached right-side flow meter and causing a leak. This issue will be internally investigated within vyaire.